Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that this pacemaker showed a battery status of one year remaining after being implanted for only three years. Premature battery depletion was suspected and device data was submitted to technical services for review. Engineering review confirmed the device was depleting prematurely due to an increase in power consumption. Device replacement was recommended for within 90 days. It was noted this was a pediatric patient with an abdominal implant and an epicardial lead; however, this had no impact on the cause of the battery depletion issue. The device remains implanted and in service as the physician determines the best course of action. The device was explanted and replaced about two weeks later. No additional adverse patient effects were reported. The explanted device was returned for laboratory analysis.